Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing and variable impedance measurements. Now, the lead alerted for out of range high impedance value on the rv defibrillation coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.